Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery where the ipg was not put into surgery mode. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
It was reported to abbott, a patient was unable connect with their ipg. A patient had an unrelated surgery where the ipg was not placed surgery mode. The rep met with the patient and was unable to recover the ipg. The ipg was deemed inoperable, and the plan was to replace the device. As of 29 feb 2024, surgery had not been scheduled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Correction: section a4: patient's weight was updated from 160 pounds to 130 pounds. Correction: section b3: date of event was updated from jan 29, 2024 to jan 28, 2024. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the ipg was explanted and replaced. Therapy was restored post-op.